Event description:
Pt self tester reports discrepant results: date: unk, inratio: 6.9. Date: (B)(6) 2010, inratio: 4.0, lab: 3.1. Inratio result 1 hour after lab result on (B)(6) 2010. Pt self tester range from 2.5 - 3.5. Pt has been testing fine for 3-5 years.

Manufacturer narrative:
Accuracy comparison of inr values by user: date: (B)(6) 2010, inratio: 4.0 inr, reference: 3.1 inr, mean: 3.55, confidence limits: 2.0-5.0. Inr test result of 6.9 inr of unk date will be excluded since user did not provide reference inr result to perform comparison analysis. The mean of the inratio meter and comparative system inrs was calculated. All values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. The reported inr values meet the criteria for accuracy. No further investigation required. Analysis of the client's data from inratio and reference tests revealed that test results comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. As of 08/24/2010, 13 discrepant result complaints were reported for lot #233029 yielding a complaint rate of 0.022%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established.